Event description:
It was reported when using the bd pyxis¿ medstation¿ es, the hospital lost all internet connectivity, and customers wanted to know how to set all stations to critical override. The customer reported there was a delay in dispensing the medication. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 29-jun-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the critical override was never designed to auto enable if the communication breakdown occurred between the interface and the pyxis enterprise server. A technical support specialist wanted customer to know how to put the station on critical override and explained to customer how it should fall into critical override. The system functioned as intended after the technical support specialist assisted to resolve the issue.